Manufacturer narrative:
Corrected information is provided in sections d.4. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during surgery, an ophthalmic suture was thin and the surgeon was having a hard time rotating the thread as it snaps. Surgery was completed on the same day with an alternative suture and with no patient harm. This complaint is pertaining the one of two reports received from the initial reporter.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. Two unopened suture in blisters in pouches were received for the report of thinner than usual. Samples were visually inspected and found to be conforming. Functional testing for tensile strength and dimensional test for suture diameter were performed and both samples were found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos attached to the parent file were reviewed by the manufacturing site. Photo show two sutures in blister packs. Reported issue cannot be confirmed from photos. The returned unopened samples were found to be visually, dimensionally and functionally conforming, therefore the suture thinner than usual as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. However since the actual complaint samples were not returned, a root cause cannot be determined for the complaint as described by the customer. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. Suture material samples are tested at incoming for tensile strength and diameter and visually inspected for any defects such as discoloration and frays. Sutures are also 100% inspected by trained operators for discoloration and frays and for proper attachment during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.